Manufacturer narrative:
Natus medical resolved the issue with a replacement of the light box; however product return has been requested for further product examination and functional testing. The product was installed in (B)(6) 2013, therefore a manufacturing defect is not likely to have caused the light box failure and DHR review is not applicable. Service records for this account were reviewed. No records related to this unit nor complaints were found. Once the device is returned to natus medical a supplemental report will be filed when investigation is complete.

Event description:
The customer reported to natus about their neoblue blanket system was measuring low intensity reading: 24 [?]w/cm2/nm at potentiometer maxed out [lower than the spec]. Natus technical service confirmed that there was no mention of death/serious injury, delay in treatment, or environmental/safety concerns.